Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the devices were explanted during surgical conversion due to aneurysm enlargement, without evidence of any endoleak. The patient was originally treated for a 6.8 cm maximum diameter fusiform aneurysm. Following implant of the devices a proximal type I endoleak was repaired with an aortic cuff. At the 13-month follow-up the aneurysm sac was found to have increased to 8.3 cm in diameter from a type ii endoleak and on an unknown date the type ii was embolized with several coils. It was recently reported that there was aneurysm diameter enlargement to 8.4 cm; however, CT and angiography were both unable to confirm any endoleak. Angiogram of the aneurysmal sac was performed after a direct transabdominal puncture, and no convincing flow was demonstrated within the aneurysm. After multiple attempts and punctures using onyx embolization, the procedure was abandoned as a stable catheter position was unable to be obtained for safe injection. The decision was then made to remove the devices during open repair and at the explant a fabric hole was reported in the right limb. The surgical graft was sewn onto the top portion of stent graft which was left in-situ; the patient was successfully converted. From the examination of the returned devices and clinical information provided, the likely cause of the recent aneurysm enlargement appears to be from one or more fabric holes which were the likely source of a type iii fabric endoleak. The devices were returned with the aortic cuff placed within the bifurcate; both devices were transected proximally between the 1st and 2nd bifurcate stent. This proximal portion, which included the suprarenal stents from both the bifurcate and the cuff, were not returned. The contra limb was returned detached from the gate. Several fabric tears were observed on the contralateral/right limb. Just below the gate (between stents 5 ¿ 6) a 0.8 mm length spring abrasion hole was seen. The hole appeared covered by tissue in the ¿as-received¿ condition and was likely not clinically significant. Near the mid-length of the contra limb (stent 8) a 2.3 mm length hole was seen. The exact cause could not be determined, but the location as seen in the films was very near one of the coils placed to resolve a typ e ii endoleak, therefore the hole may have been caused during placement of this coil. Two abrasion related tears, 3.0 mm and 1.5 mm length, were seen on the medial side of the contra limb (between stents 9 ¿ 10). The cause could not be determined; the hole was located just proximal to the takeoff of the right common iliac artery where the ipsi and contra limbs were adjacent to each other. These 2 tears may have been caused by stent abrasion from the adjacent contra limb and/or opposing ipsilateral limb stents, caused by calcification seen within the distal sac, or possibly caused during the recent onyx embolization procedure. Partial or complete coverage of the fabric hole in-vivo within the right common iliac artery, may have prevented any type iii endoleak from being observed. On the bifurcate aortic body a 1.3 mm length puncture (which was covered by the underlying cuff) was seen on the bifurcate aortic body; the cause of the tear could not be determined. No other device integrity issues were observed. The cause of the proximal type I endoleak seen at implant could not be determined. The proximal section of the bifurcate/cuff were not returned thereby limiting the extent of the examination. The devices were also confirmed to have met all endurant manufacturing specifications prior to shipping.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At implant the patient has a fusiform aneurysm with a maximum diameter of 68mm. The proximal aortic neck has a diameter of 23 - 24mm, dilating to 26mm and a length of 26mm. There is moderate angulation. The proximal aortic neck has mild calcification. Initial angiography post deployment shows an ongoing type I endoleak in the region of the aortic neck and hence an extension piece 32x32x45 was placed in situ. This resulted in sealing of the endoleak at this level. Flow is seen in the renal arteries and in the common, internal and external iliac arteries. Approximately three years post index procedure on delayed images, a faint blush of contrast appears to be present anterior to the legs of the graft. This is not well visualized on the arterial phase scan and appears as a faint blush on the delayed imaging. Responsible artery is not demonstrated. The inferior mesenteric artery is re-canalized up to its origin but there appears to be no flow in to the aneurysm from it. It is supplied via a very tortuous and small marginal artery of drummond. The native sac of the aneurysm remains unchanged in size when compared with previous scans. It measures 8.4 x 5.9 cm axially. Conclusion: minor endoleak anteriorly at the lower border of the sac. Stable size of the sac. A definite feeding vessel is not identified on these scans. If clinically appropriate, direct puncture of the sac could be performed under ultrasound guidance. The following day a right common femoral artery puncture was performed. An ascending branch of the internal iliac artery on the right was selectively cannulated using a combination of a rim catheter and progreat microcatheter. Although retroperitoneal branches coursed towards the aneurysm no feeding artery was demonstrated. No filling of the endoleak was achieved with the selective injection. A superior mesenteric artery angiogram was then performed again using the rim catheter. It demonstrated a prominent marginal artery of drummond which was selectively catheterized with the progreat microcatheter. This was tracked all the way to the left iliac fossa. Again no filling of the endoleak was achieved. The procedure was uneventful. The following day an angiogram of the aneurysmal sac was performed after a direct trans abdominal puncture. No convincing flow is demonstrated within the aneurysm despite maneuvering a catheter into multiple regions of the aneurysm including along the lower border of the left iliac leg. A stable position for embolization of onyx was difficult to achieve using a 3f dmso compatible progreat catheter. After multiple attempts and punctures, the procedure was abandoned as a stable catheter position was unable to be obtained for safe injection and given that no convincing flow was demonstrated within the aneurysmal sac. It was reported that the stent graft was explanted. The physician stated that ¿there is a hole in the right limb¿. Only the suprarenal fixation and top portion of endurant stent graft left insitu. A surgical graft was sewn on to top portion of the stent graft. The stent graft was explanted due to expanding sac size. No additional clinical sequelae were reported and the patient is fine. A review of returned angiogram images during implant revealed that the neck diameter just below the renals was approximately 23mm (measured l-r). The max diameter aaa (flow lumen) was approximately 4.5cm (l-r). The right common artery was relatively straight, and the left iliac was noticeably more tortuous. The bifurcate was brought up the left side and placed approximately 5mm below the left renal. After the bifurcate was deployed the aortic body was angulated 45 deg lateral-left to the suprarenal aorta. There was also some a-p angulation as seen by the proximal markers. The ipsi limb was positioned within the left common iliac and the contra limb was placed distally into the right common iliac artery. A possible proximal type I endoleak was seen, and an endurant cuff was then implanted approximately 5mm above the bifurcate; and the endoleak appeared to have resolved. Review of cta¿s from 1 year post-implant revealed that the bifurcate/cuff was positioned just below the lowest left renal artery. The ipsilateral limb was positioned within the left common iliac and the contra limb into the right common iliac. The aortic body is angulated 55deg l-r relative to the limbs. The max aaa diameter is approximately 8.5cm; l-r. Both limbs are patent. Contrast is seen within the distal sac; likely coming from a pair of lumbar arteries feeding the posterior side of the distal aaa. Both limbs are patent. No stent graft issues are observed. Review of cta¿s from 32 months post-implant revealed that the bifurcate/cuff was positioned just below the lowest left renal artery. The aortic body is angulated 60deg l-r relative to the limbs. The max aaa diameter is approximately 8.2cm; l-r. Both limbs are patent. Both limbs are patent. No stent graft issues are observed. Coils are seen right-posterior near the distal aaa. No endoleak are observed. Areas of calcification are seen in the anterior sac near the level of the flow divider, and near the distal aorta. Arteriograms were unable to confirm any endoleak or stent graft issues. The cause of the initial aaa expansion seen at 1 year may have been due to the type ii endoleak. No endoleak could be confirmed on the images just prior to explant.

Manufacturer narrative:
(B)(4). Results: pending device evaluation.